Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a crack around battery tube threads and stripped coin slot battery cap.

Event description:
The customer reported that she was unable to remove the battery cap due to a cracked case. The customer stated that the paramedics were called due to seizures she was experiencing, and they had to hold her down. The customer stated that this is how the damage was caused to the case. Unknown whether or not the seizures were diabetes related. The customer's blood glucose reading at the time of the call was 487 mg/dl, and had been treated. Advised the customer that the insulin pump would be replaced due to the damage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.